Event description:
Customer reported he was hospitalized. Blood glucose value at the time of admission was 598 mg/dl. Customer stated she had severe vomiting and she had a heart attack at the hospital. Customer stated her doctor wants to change her bolus settings. Customer declined to provide additional information. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.